Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported ""old prostheses were broken, which was causing me several problems and required surgical intervention", with MRI "radial folds, with evidence of capsular contracture, with a ¿linguine sign¿ aspect, signs of intra-capsular rupture, with more evident findings on the right, concomitant fluid-edemigenous imbibition and an inhomogeneous appearance of peri-prosthetic soft tissues, axillary lymph nodes due to possible siliconomas described during the ultrasound". This record os for the right side. Device was explanted and replaced.